Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted the device was in backup vvi mode and there was a loss of hv therapy after an MRI. Device reprogramming resolved the issue. The patient was stable with no adverse consequences.